Event description:
A malfunction with a code ¿malf 16¿ and fault ID of ¿[0x20e6]¿ was reported for a pump that was confirmed to be under warranty, with no notable events occurring prior to the issue. There was no reported impact on the customer's blood glucose level, although a specific blood glucose value was not provided as the customer declined to answer. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support made arrangements to replace the faulty pump, confirmed the shipping address, and provided instructions for returning the pump using a pre-paid label within ten days, ensuring the customer understood each step.